Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2009. It was reported that during an unspecified procedure, balloon inflation difficulties occurred. The lesion being treated was located in the proximal left anterior descending artery. The physician attempted to use the maverick2 20 x 2.5mm balloon to predilate the lesion, however, the balloon would not inflate. The balloon was then removed and re-prepped, however, another attempt to inflate the balloon was unsuccessful. The procedure was then completed successfully with another of the same devices. No patient complications were reported. Product analysis found a pinhole in the balloon.

Manufacturer narrative:
Product analysis verified a balloon pinhole. The balloon catheter was returned in a deflated state. Blood was present in the balloon and distal outer. The system was pressurized in the product analysis lab to locate the failure. The balloon was then inspected under magnification. A balloon pinhole was confirmed in the balloon wall located approximately 2 millimeters from the distal edge of the proximal markerband. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material, which would have contributed to the formation of the pinhole. No issues were noted with the balloon material and with the ro markers that could have contributed to the failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical/procedural factors. (B)(4).